Event description:
I used all the denture creams that are listed but I still used the super poli-grip extra care with polyseal and I have been having numbness and tingling in my right arm and hand and my left thigh. I haven't had my blood check yet. I will know after 2009. Dose or amount: denture cream, frequency: once daily, route: oral.